Manufacturer narrative:
The tip cover accessory is not available for return.

Event description:
During a da vinci-assisted low anterior resection (lar) procedure, a nurse called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the monopolar curved scissors (mcs) tip cover fell off the instrument during the procedure and into the patient. It was retrieved during the same procedure as she had already picked it up. The tse advised her to check the condition of the tip cover at all times when removing or installing the instrument from the arm as well as advised her to replace the tip cover if the tip cover has damage or there are loose conditions. The nurse stated that the instruments and mcs tip cover accessory were inspected prior to use, with no damage or abnormalities observed. However, the tip cover fell inside the patient and was retrieved using forceps handled by the assistant. The exact surgical task during which the tip cover fell is unknown, but it was believed to have caught on the cannula during instrument removal. The duration of mcs instrument use is unspecified, and no functionality issues were noted during the procedure. The possibility of instrument collision with others is also unknown. A reducer was not used, and any difficulties encountered during instrument removal are unclear. The instrument's wrist position upon removal is unknown. Post-event, damage was noticed on the mcs tip cover accessory, mcs instrument, or cannula. The procedure was completed robotically. Neither the mcs tip cover accessory nor the mcs instrument is available for return to isi for evaluation, and no photographic images or video recordings are available for review.